Event description:
It was reported that the patient had a superficial infection above the implant site shortly after a generator replacement. The generator was explanted and the patient will receive a replacement after the infection is resolved. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.